Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01615440 product not yet returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). At call back on (B)(6) 2019, the customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests were performed using the truemetrix meter. Manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 179, 188, 194, 177 and 215 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. Customer is using correct testing technique. At the time of the call the customer reported feeling dizzy. Medical attention was not needed at the time of the call. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 06/17/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1:179mg/dl, date:1/17/2019, time:9:48am, fasting. Result 2:188mg/dl, date:1/17/2019, time:8:11am, fasting. Result 3:194mg/dl, date:1/17/2019, time:7:16am, fasting. Result 4:177mg/dl, date:1/17/2019, time:5:45am, fasting. Result 5:215mg/dl, date:1/17/2019, time:3:55am, fasting.